Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases. A microscopic analysis identified: wear abrasion, non penetrating nicks, an extended sharp opening on anterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination of diapherm flange disk assessed as cohesive failure. The leak test and fill test were not performed due to the opening is extended and it is along the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Delamination of diapherm flange disk assessed as cohesive failure.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was explanted.